Event description:
Caller reported a malfunction on the pump, but no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code appeared again, which they acknowledged and understood.